Manufacturer narrative:
Initial and final (B)(4) - device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in the france. It was reported on 04-sep-2024 that the patient encountered infusion set cannula was detached after a day of installation. No further information available.